Event description:
It was reported that the patient passed away. The cause of death is unknown. There is no clear information as to whether the death was device related. Additional information was requested yet not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.